Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to report an occlusion alarm after placing an infusion set earlier the same day without issue. The occlusion alert occurred later, and the patient stated they had not previously experienced an occlusion and were unsure how to address it. The lot number associated with the supplies was reported as 6008530. The patient planned to change supplies independently and indicated they would call back if additional concerns arose. Blood glucose levels were not affected and were reported to be 109 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.